Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event. However no further information could be obtained. Date of occurrence and the patient outcome was available only as (B)(6) 2015, (B)(6) 2015 is quoted for reporting convenience. The device was not returned for our investigation. Lot history review could not be performed as no lot information was available. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information, it could not be determined whether there was any product problem or not, whether and how the guidewire contributed to the reported outcomes of the patient. IFU describes in warning section : there are patient risks when using any guide wire including those that may result from damage to, or breakage of, the guide wire. If guide wire damage or breakage occurs, it may cause damage to the vessel and injury to the patient, or death.

Event description:
Procedure to treat a cto lesion at right external iliac artery, puncture was made at femoral and both antegrade and retrograde approaching strategy was made, subject guidewire was used for retrograde approach. Guidewire was once advanced to subintimal area, however could not return to true lumen after passing the cto area, the procedure was reportedly abandoned. Reportedly patient expired 6 hours after the procedure in ER. Reportedly, autopsy was conducted and some injury was confirmed at vessel wall of the iliac artery. Physicians stated the acute heart failure and retroperitoneal hematoma is the cause of death.